Event description:
Patient underwent surgery in 2001. Four days later, patient underwent reoperation for persistent sternal drainage, subsequently resolved. The patient was examined in 2002 found to have a slight sternal fracture. Surgeon suggested reoperation but the patient refused. The patient stated they were not in any discomfort. The patient has not returned to the clinic since that time for examination. No further information about the patient is available.